Manufacturer narrative:
Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. The device has not been received for analysis. Upon receipt and completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that faradrive steerable sheath clear was selected for pulmonary vein isolation procedure. When the physician inserted the dilator or the catheter into the sheath, the sheath hemostatic valve was noted to be damaged from which the air entered. Thus, the sheath was replaced and the procedure was completed successfully. No patient complication were reported. The device is expected to be return for analysis.